Event description:
Boston scientific crm received information that the patient with this pacing system developed an infection. The system will be explanted. No other adverse patient effects were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
As received, the pulse generator was in backup operation. Electrocautery exposure was noted. The device exhibited memory loss and product code corruption due to download attempts in the field. The product code was downloaded and nominal settings reprogrammed. Interrogation found the pulse generator at end of life level. The implant duration was 5.1 years, which exceeded the device's 3.8 year nominal longevity, and is considered normal battery depletion.

Event description:
It was reported that the asymptomatic patient presented in clinic for a follow-up. The pulse generator exhibited backup vvi mode. When a user download was attempted, telemetry was lost and failure to pace was observed on the electrogram. The patient's intrinsic rhythm was in the mid (B) (6) and the patient became near syncopal. The pulse generator was explanted and replaced.